Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate about 5 months after implantation. The doctor indicated the local infection caused the implant removal. The patient has no significant medical history and has been recovered without complications.